Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacemaker-mediated tachycardia was observed. The patient was atrial sensed- ventricular paced at a rate of 130 beats per minute. The patient experienced palpitations. The device was reprogrammed. No further information could be obtained.